Event description:
It was reported that, "the arthroplasty was revised due to discomfort. Loosening was not reported for any component. The femoral and tibial components were revised. The components were implanted in situ for 6.2 years. The pt presented with a (B) (6) score of 6 three months prior to revision surgery and a maximum score of 10. Info provided indicated that reported devices were implanted in 2002 and explanted in 2008.

Manufacturer narrative:
The following other devices were also listed in this report: dcon std beaded fem lft m/l, cat# 6630-0-410, lot# heah & unk tibial insert. It cannot be determined which, if any of these devices may have caused or contributed to the pt's discomfort. Method - review of device MFR history record, complaint history and packaging insert. Eval summary: the reported devices were not returned for eval. No x-rays and medical records were provided for review. Reviews of complaint history show that there have been no similar reported events regarding the reported devices. No manufacturing defects were found. The results of the investigation indicate that the exact root cause can be determined for the reported event based on the limited info provided. There is no evidence of prosthetic design, manufacturing, or material factors as being responsible for the reported event. As the devices were implanted in situ for approximately 6.2 years, it is likely that the reported event of revision due to pt discomfort is not related to device design or manufacture, but is related to clinical factors. If additional info becomes available, it will be submitted in a supplemental report.